Event description:
On (B)(6) 2015 - explanted device was received at envoy medical corporation without any record of an explant procedure or complaint. Transducer leads had been severed. On (B)(6) 2015 - envoy fce found out that explant had occurred at (B)(6) university medical center and that the reason for explant was due to a wound dehiscence without infection. Patient was explanted due to a skin breakdown superficial to the sound processor (sp). Inspection of the surrounding tissue indicated that no apparent infection was present. Clinical history of patient: on (B)(6) 2012 - original implant; on (B)(6) 2012 - device activation and fitting; on (B)(6) 2013 - fitting; on (B)(6) 2015 - device explant (approximate); on (B)(6) 2015 - device received at emc; on (B)(6) 2015 - aware-date of wound dehiscence.

Manufacturer narrative:
Device evaluation summary: the sound processor ((B)(4)) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some scratches on the can surface consistent with tooling marks that may occur during removal of the device. A DHR review revealed that the device met all specifications. The thickness of the sound processor can was checked and found to be within specification. After evaluation, no device defects were identified.